Manufacturer narrative:
The customer¿s reported problem was confirmed, no image was displayed due to a broken sdi 1 output. Additionally, the image is poor in color due to burnt-in lcd panel and the back panel is broken cracked. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The olympus (okr) field service engineer was informed the customer high-definition liquid crystal display (lcd) monitor has an image defect, ¿poor image quality (color)¿. The intended diagnostic procedure was completed using another similar device. The reported problem was found during inspection before use. During inspection, it was identified that no image was displayed due to broken sdi 1 output. This report is being submitted to capture the no image defect. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been nearly 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a faulty sdi1 output was confirmed. Therefore, it was determined that the reported phenomenon (¿no image)¿ occurred because the video function did not work properly due to a faulty sdi1 output. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.